Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced undersensing which resulted in possible false detections of pause and bradycardia episodes. It was further reported the icm experienced oversensing which resulted in possible false tachycardia episodes. The icm remains in use. No patient complications have been reported as a result of this event.